Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the patient was implanted with the gore tag thoracic endoprosthesis as part of the (B)(4) study. On (B)(6), 2010, the patient had a cervical hematoma related to false aneurysm of the left subclavian transposition which was removed and a prosthetic bypass between left subclavian and left carotid arteries was done for treatment of the false aneurysm.